Manufacturer narrative:
The referenced patient expiration was reported under medwatch MFR report# 2916596-2017-01879. The manufacturer was not informed of the history of gi bleeding until the event reported in 2916596-2017-01879. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 7 years, 4 months no additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient had a history of recurrent gastrointestinal bleeding events post-implant. Additional information was requested but was not provided.

Manufacturer narrative:
The patient remains ongoing on lvad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.